Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name: evolut fx dcs; product ID: d-evolutfx-2329 (unknown serial/lot); product type: 0195-heart valves; implant date: non-implant able; explant date: na d10. Continuation - concomitant medical devices in use during the event include: non-medtronic product ID: safari guidewire; product serial/lot number: unknown; implant date: non-implantable; explant date: na. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implantation for severe aortic valve calcification, an evolut fx+ 26 mm transcatheter aortic valve was used after a pre-implant balloon aortic valvuloplasty was performed with an 18 mm balloon over a non-medtronic guidewire. After passage of the valve, the patient decompensated. The first deployment attempt was deemed too deep for final release, and a second attempt was deemed too high; the valve was then released and was reported to have an implant depth of approximately 3 mm in the non-coronary cusp and 4 mm in the left coronary cusp with good circular expansion of the stent frame. The patient decompensated to a degree where cardiopulmonary resuscitation had to be performed and intubation was required. Severe paravalvular leak over the left coronary cusp was observed on aortography and was confirmed by transthoracic echocardiogram. Post-implant dilation was performed using a 20 mm balloon, but the paravalvular leak persisted, and the diastolic blood pressure was reported to be around 40¿45 mmhg compared to approximately 85 mmhg prior to implantation. A 23 mm non-medtronic valve was then implanted as a second valve while the medtronic valve remained in position. After the second valve implantation, defibrillation was required and was successful. Final angiography showed paravalvular leak that was less severe than previously, no final transthoracic echocardiogram was performed, and the diastolic blood pressure remained under 50 mmhg at the end of the procedure. The procedure concluded, and the patient was alive at the end of the procedure.